Manufacturer narrative:
Additional information for d4: unique identifier (UDI) # - the complete UDI number is not available as the serial number is unknown. G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novumiq syr (syringe) pumps did not infuse the expected medication dose. While programming the infusion, it was entered to be infused at the rate of 0.12 ml/hr, instead of 0.12mg/hr. When the device alarmed that the infusion was complete, it was observed that the syringe was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.